Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (cannot complete testing) has been confirmed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes and the trunk cable were pulled from the strain relief, damaging wires in the cables. Additionally, the cable connecting ECG "c" and "d" was severed and missing. The root cause for the strained cables was excessive force. The root cause for the missing cable was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the electrode belt could not complete incoming functionality testing.